Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the patient's spouse that they heard the lvad alarming with a continuous tone. When the spouse checked on the patient, they found the patient was unresponsive and disconnected from power. The patient was connected to power and emergency medical services was summoned. It was reported that resuscitation efforts were unsuccessful. No further information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation, however log files from the time of the reported event were not provided and the patient's system controller was not returned. Evaluation of the pump revealed several kinks in the wall of the inflow conduit. Adhered tissue ingrowth was present within the kinks on the exterior of the inflow conduit material and in the areas of distortion on the interior of the inflow conduit, indicating an obstruction of blood flow in this location and suggesting that the distortion may have been present during support. In addition, the inlet elbow was almost completely occluded with fixed tissue-like clotted blood, which appeared to have developed as a result of poor surface washing due to a low flow state or an interruption in flow. The evaluation could not conclusively determine if the distortion in the inflow cannula was present during support, however, this obstruction of the blood flow path could have contributed to improper surface washing in this location and subsequent deposition formation. The pump was disassembled and thrombus formation was found surrounding the inlet bearing cup and in contact with the blades of the inlet stator, obstructing approximately 10 to 15 percent of the blood flow path. In addition, a thrombus formation was found adjacent to the outlet bearing ball and in contact with the blades of the outlet stator. The areas of denaturation of the thrombi indicate that they were present while the pump was operating. The thrombus ring around the inlet bearing cup showed evidence of laminated layering, suggesting that the thrombus originated in that location. The outlet stator thrombus did not appear to have initially formed in the outlet stator and likely developed in another location. Although its origin could not be conclusively determined, its curved ring like structure suggests that it may have potentially originated around the inlet bearing ball and cup. The texture, color, and structure of the observed depositions in the device appeared to have been altered by the application of a fixative agent. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.